Event description:
"During the course of reattaching the short external rotators through drill holes, a small drill bit tip was broken and intraoperative x-rays, multiple plain image with the c-arm confirming that the drill pin was in the neck and that extrication of it would have caused more damage with cortical window weakening the neck. Again, deeply buried in bone, not within soft tissue, not loose and, therefore, felt left in the bone was the safest particularly in light of the patient's high quality of bone."